Manufacturer narrative:
(B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on distal rows 1 were lifted from their crimped stent position. The undamaged mid-section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the distal right coronary artery. After a 6f non-bsc guide catheter was engaged to the lesion and a 0.014'' non-bsc guide wire was crossed, a 2.0x9mm maverick balloon catheter was advanced for predilation. A 2.25 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.